Manufacturer narrative:
(B)(4).

Event description:
It was reported "the nurse found leaking at the catheter y-shaped junction. Attempts to stop the bleeding failed and the catheter was removed. Change new catheter". Additional information states that the second catheter was inserted into a different site. The patient's current condition is reported as "fine".

Event description:
It was reported "the nurse found leaking at the catheter y-shaped junction. Attempts to stop the bleeding failed and the catheter was removed. Change new catheter". Additional information states that the second catheter was inserted into a different site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 30cc inflation driveline tubing was connected to the iabc short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer submitted video was reviewed and shows that clear fluid was leaking at the luer end of the iabc bifurcate. Additionally, the video showed the iabc serial number label ((B)(6)), which matches with the reported serial number and the serial number noted on the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was injected with air while beneath water, and a leak was immediately found at the luer end of the iabc bifurcate. The leak occurred through a crack noted in the bifurcate; the total length of the crack noted on the luer end of the bifurcate is 1.6cm. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 46.7cm from the iabc distal tip due to the blocked central lumen; the blockage is most likely dried blood. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 37.5cm from the iabc luer due to the blocked central lumen; the blockage is most likely dried blood. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The de-vice passed all manufacturing specifications prior to release. The reported complaint for "leaking at the catheter y-shaped junction" is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack on the bifurcate luer. The probable root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.